Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported heart failure appears to be related to procedural conditions. The reported patient effect of heart failure as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. It was noted prolapsed posterior. On (B)(6) 2020, two clips were successfully implanted, reducing mr to 1-2. Post-procedure, the patient experienced cardiomyopathy. An examination was performed and the patient recovered. The physician stated the cardiomyopathy is related to the invasive mitraclip procedure, but not the clips. The patient is stable and was discharged. There was no clinically significant delay in the procedure. No additional information was provided.